Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the reported event was not confirmed nor replicated. A visual inspection was performed and found no damage to the conductor wire. The instrument passed the electrical continuity test. The instrument was found to have a broken grip cable at the distal end. The probable root cause of the reported conductor wire damage cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no damage to the conductor wire. The probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage of the black conductor wire was observed intraoperatively. It is unknown what surgical task was being performed or what type of damage occurred. There was no report of instruments colliding or arcing nor were there any issues with removing the instrument from the cannula. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the maryland bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the customer continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.